Manufacturer narrative:
Device is combination product. (B)(4). The stent delivery system was returned for analysis. The tip outer diameter was measured and is within specification. An examination of the balloon and crimped stent identified that the balloon appeared to have been subjected to positive pressure. As a result the stent was partially deployed at its proximal and distal ends. The stent was damaged at its proximal end. The struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting an obstruction. No kinks or damage were noticed along the shaft of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28oct2014. It was reported that crossing difficulties occurred. The patient presented with stable angina. Vascular access was obtained via femoral artery. The 80% stenosed, 30mm in length, 3.50mm in diameter, eccentric and de novo target lesion being treated was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 6f jl unspecified guide catheter and a non-bsc guide wire were advanced to the lesion. Predilation was performed with a 3.00 x 9mm non-bsc balloon catheter, leaving 25-30% residual stenosis in the lesion. A 3.50x32mm promus element¿ plus stent was selected; however, the device was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed proximal stent damage.